Event description:
Hcp reported the patient was experiencing decreased pain relief. The pump reservoir was found to be full at refill. A pump study showed the rotor to be turning, but they were unable to aspirate or flush the catheter. The device system was explanted and replaced. The hcp reported the seal connecting the side port to the pump was broken. The pump was returned to the manufacturer for analysis. The patient outcome was not reported by the hcp. A follow up report will be sent when additional information is received.